Event description:
Per the audiologist, the patient reported that her rechargeable periodically gets hot. The patient reported that the battery always get hot when she uses her mobile phone. The temperature of the battery was reported to be "like the side of a cup of coffee". It was requested that the battery be returned. The patient was sent a new battery, however, the problematic battery was not returned. There is an ongoing investigation at cochlear ltd. Of rechargeable battery faults.

Manufacturer narrative:
Cochlear ltd. Has an ongoing investigation into battery faults. This is a final report, filed on august 20, 2008.